Event description:
Pt went into cardiac arrest; lifepak defib unit failed two times. Another unit was brought in and pt was revived. Nursing indicated unit tested 0800, morning of event. Unit sequested to clinical engineering. Ce found unit working but "quick combo" cable was not, with a new cable unit charged and shocked normally.